Event description:
Event description guidant received information that at 34.7 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to an earlier than expected elective replacement indicator (eri). Guidant received additional information that this chronic defibrillation lead exhibited elevated ventricular pacing thresholds.